Event description:
A physician reported a pt who was skin tested in the forearm on 8 july 1997 and 23 july 1997 with negative results. On 1 oct 1997, the pt was treated in the nasolabial folds, oral commissures, and upper and lower vermilion borders. In early 11/1997, exact date unk, the pt began to notice redness, swelling and itching at the treatment sites. On 1 dec 1997, the pt was examined by the physician, who believed that the pt had developed a hypersensitivity to collagen. The pt reported that the symptoms had been intermittent in nature since the initial onset. The physician prescribed oral motrin on 1 dec 1997.